Event description:
The intra-aortic balloon was inserted into the pt on 5/16/98 at 10:15 a.m. On 5/19/98, the pt developed right sided weakness and cerebral vascular accident. The pt had major ischemia. Another intra-aortic balloon was inserted into the pt's left femoral artery in preparation for high risk cardiovascular surgery. (Event complications: stroke/major ischemia/surgery required - reported 7/7/98.) (Pt's current status: discharged - reported 7/7/98.)